Event description:
It was reported the patient presented for initial procedure follow-up. X-rays taken confirmed the right ventricular lead dislodged. The right ventricular lead was explanted and replaced. The asymptomatic patient was in stable condition.

Event description:
It was reported the patient presented for initial procedure follow-up. X-rays taken confirmed the right ventricular lead dislodged. The right ventricular lead was explanted and replaced. The asymptomatic patient was in stable condition.